Event description:
It was observed during inspection of the device, the adhesive between the distal end and server plug-in of the duodenovideoscope was cracked and has a gap. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The investigation also found that the light guide lens had a crack. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress was applied to distal end during user handling, leading to the suggested event. The event can be prevented by following the instructions for use which state: user may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.